Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, site reported that et tube was not being recognized by pi, which was out of box failure. Site swapped out et tube by extubating and was able to proceed with case. The procedure was delayed for less than an hour (15 minutes). There was no patient impact.

Manufacturer narrative:
H3: device analysis found that there was no damage noted to the packaging carton when returned. Upon return, the packaging carton co ntained 3 opened samples/3 pli¿s, and 2 additional sealed samples (sealed samples were not analyzed). Pli20 pouch was open from 3 of 4 sides and contained the device, packaging tray, and both electrodes when returned. There were traces of white residue observed on the tube and orange tape on the harness. There were also voids observed in all 4 electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were 10.9 ohms (blue electrode), 14.5 ohms (blue with white stripe electrode), 15.8 ohms (red electrode), and 12.9 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection to the nim. There was no excess noise recorded during the functional test. All 4 silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue o bserved during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. H6: initially submitted codes fdm b18, fdr c20, fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the replacement tube was used in the same case on the same nim machine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that both emg tube and nim machine were swapped but the issue was with emg tube.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.